Event description:
It was reported that the customer experienced ongoing issues where they alleged the pump software did not accurately adjust the amount of insulin delivered. This resulted in a low blood glucose of 47 mg/dl on (B)(6) 2025 where the customer went to the emergency room (ER) and was treated with intravenous fluids of glucagon and saline. Customer was released from the ER 3 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.